Event description:
It was reported by the patient's father that the patient had a "really bad" seizure and attempted to put the magnet over the device for a few seconds. This likely inhibited the vns stimulation. The patient's father indicated that the patient had only had 2 seizures similar to that one and their typical seizures were 10-15 seconds. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.